Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer had been having low blood glucose of 40 mg/dl and caller inquired on new insulin pump due to new pump having the theshold suspend feature. Caller reported that customer's low blood glucose was resolved as it was due to settings.